Event description:
This spontaneous report was received on (B)(6) 2010, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed, for dental cleaning (route- dental, lot number 2669d, expiration date and frequency unspecified). After an unspecified duration, the piece of floss fell off. This report had no adverse event and the action taken with the device was unknown. A review of the data revealed no adverse trends and no trend involving lot number 2669d. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). The sponsor has revised its standard operating procedures for MDR reporting and believes that these events should be reported. This closes out this report unless other additional significant information is received.